Event description:
Reporter states, customer reportedly rec'd results of 441 mg/dl and 142 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.